Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the klebsiella which is a bacterium normally found in the intestines and stool of humans. Based on the available information, the cause of the peritonitis cannot be firmly established.

Event description:
On (B)(6) 2021, a registered nurse (rn) reported that this patient on peritoneal dialysis (pd) had peritonitis while placing an order for manual pd solution to use with antibiotics. However, there were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. During additional follow-up, a pd nurse stated that the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2021, the patient was seen in the outpatient pd clinic and had a pd culture obtained per the nurse, the patient¿s culture yielded growth of the organism klebsiella oxytoca. The patient was treated with the antibiotics gentamycin (dose unknown) intra-peritoneal and oral ciprofloxacin on an outpatient basis. The nurse stated the patient is recovering from the event and continues pd with the same cycler without any reported adverse effects. The nurse stated the cause of the peritonitis was unknown. However, the nurse indicated the patient did not have any issues with fresenius device, or product in relation to the peritonitis event.

Manufacturer narrative:
Correction: a3

Event description:
On (B)(6) 2021, a registered nurse (rn) reported that this patient on peritoneal dialysis (pd) had peritonitis while placing an order for manual pd solution to use with antibiotics. However, there were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. During additional follow-up, a pd nurse stated that the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2021, the patient was seen in the outpatient pd clinic and had a pd culture obtained per the nurse, the patient¿s culture yielded growth of the organism klebsiella oxytoca. The patient was treated with the antibiotics gentamycin (dose unknown) intra-peritoneal and oral ciprofloxacin on an outpatient basis. The nurse stated the patient is recovering from the event and continues pd with the same cycler without any reported adverse effects. The nurse stated the cause of the peritonitis was unknown. However, the nurse indicated the patient did not have any issues with fresenius device, or product in relation to the peritonitis event.